Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer had changed the infusion set site and tubing multiple times. The customer's blood glucose (bg) level was 421 mg/dl. Tandem technical support was unable to determine a cause of the initial occlusions received; however, a system check using the current supplies on the pump was performed and the occlusion appeared to possibly be within the cartridge. However, the customer thought the pump was the issue since the supplies had been changed multiple times and the occlusions had continued.

Manufacturer narrative:
The investigation has been completed. No device issue was found related to the reported occlusion; however, a different issue was also found (codes 25, 180).